Event description:
Event 22: according to the event description: during the installation process of 42 dialog+ hdf online (evo) equipment (code: 7102072) and dialog+ c/ sup. Card. Bic (evo) (code: 710200c) in the (B)(6), a significant deviation was identified in the calibration process of the measuring instruments. When carrying out the tests, it was observed that for a nominal value of 14.30 ms/cm configured in dialog, the measuring instrument (B)(6) (manufacturer: ibp, model: hdm97bq) presented readings close to 16.00 ms/cm, significantly above the established tolerance of ±0.1 ms/cm.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar devices are sold in the united states by b. Braun medical, inc. Primary unique device identifier (UDI) # for similar device: (B)(4). Event 22: fault analysis: the recalibration of the conductivity and the temperature of these dialog+ dialysis machines began on (B)(6)2024. To note: when a technician recalibrates the bicarbonate/final conductivity, the temperature sensors tsbic, tsd, tsd-s, tsde and tsde-s must also be calibrated. Because of this situation, the team in brazil analyzed the situation. Initially, the calibration certificate of the 2 used measuring devices ibp hdm97 pocket were checked. The certificates showed that the devices are within the calibration cycle. The next calibration date for hmd97 pocket with serial number (B)(6)) is (B)(6)2025 and for the hdm with serial number (B)(6) is (B)(6)2025. It was reported that the 2 used hdm97 pocket were out of tolerance. Therefore, it was first suspected that all of these 72 dialog+ machines were recalibrated wrongly. In the IFU of the ibp hdm97 pocket measuring device is described: · if the acquired values seem to be not believable, make sure that the hdm97pocket is not defective". In this case 72 dialog+ machines were recalibrated, and the technicians should have asked themselves why so many new dialog+ machines are arriving that they believe were incorrectly calibrated in production. A fault of the measuring device should have been taken into consideration here by the technicians, before recalibrating 72 dialog+ machines. The check of the final conductivity and temperature tsde of all recalibrated and installed dialog+ machines at customer site showed a maximum deviation from the set final conductivity of - 0,5 ms/cm (final conductivity on dialog+ 14,0 ms/cm to conductivity value on the measuring device 13,5 ms/cm) and a maximum temperature deviation of the temperature sensor tsde of - 0,9 °c (temperature tsde on the dialog+ 37 ,0 °c to temperature value on the measuring device of 36,1 °c). The allowed tolerance described in the IFU and the service manual is for conductivity ± 0,2 ms/cm and for temperature -1,5 / + 0,5 °c. From these 72 dialog+ devices which were checked at customer site, the conductivity of 14 machines were out of tolerance. Each machine was checked, if necessary correct recalibrated and re-checked (with a new calibrated measuring device) and the temperature and conductivity values are now in the correct range. The result of the check of the 2 hmd97 pocket measuring devices by "laboratórios b. Braun s.a. " shows a deviation of +0,5 ms/cm at the hdm97 pocket(B)(6) and a deviation of +0,1 ms/cm at the hdm97 pocket (B)(6). This result matches the check of all machines at customer site. The cause for the wrong calibrated values during the installation process of the machines at customer site is a malfunction of the used 2 measuring devices hdm97 pocket. Risk assessment: in the IFU is described in chapter "commissioning and service": only trained personnel must service the dialog+, i.e. Repair, maintenance, software installation, firmware update, retrofitting and commissioning of the dialog+. Servicing must only be performed with proper tools, calibration equipment and be in accordance with the most recent revision of this service manual/technical information, which must be clearly and thoroughly understood. The calibration handling of the conductivity cells is described in detail in the service manual chapter "calibration conductivity sensors bicarbonate biclf/endlf and endlf-s" calibration of the device parts is only allowed for technician which were trained by b. Braun. After each calibration of the conductivity sensors a mock therapy must be performed. Furthermore, the conductivity cells have to be checked during the annual technical safety inspection. If the conductivity sensors are calibrated correctly, there is no risk to patients, users and third parties. If the conductivity sensors are calibrated incorrectly, there is risk for patients caused by a too high or too low composition (na) of dialysing fluid and to develop respective symptoms. In the IFU of the ibp hdm97 pocket measuring device is described: · if the acquired values seem to be not believable, make sure that the hdm97 pocket is not defective" - in this case 72 dialog+ machines were recalibrated foreseeable sequence of events: dialysing fluid composition too low inside the physiological range in the hsl (hsl dialysis machines v 1.10 adsd: 03.02-0082[v03]), the severity resulting from a deviation as in this case has been assessed: harm: hyponatremia. Set dose set dose > - 5% and na > 120 mmol/l. Nausea / vomiting / muscle cramp severity: marginal (mar). There is no risk for patients, users or third parties, which was not already assessed and minimized by implementing of risk minimizing measures. Measures: since the continuous trend evaluation of the complaints showed an increase in frequency of occurrence of this situation, an approved project was initiated.